Manufacturer narrative:
The suspect device was returned for evaluation damaged according to the incident description. The root cause cannot be determined; however, this has been observed when product has been exposed to chemicals during decontamination/sterilization of clinical environments or other extreme storage conditions. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges for bleeding in the right iliac a catheter was used in the left femoral via a 6f introducer. Once the catheter was in the patient a small part of the tip came off the catheter. An attempt to remove the tip with a snare was unsuccessful and tip remained in the patient. A second device from the same lot was opened. This time the entire tip detached in the patient. During a removal attempt the tip fragmented and only small amounts of the tip were able to be removed. Smaller pieces of the tip remained in the patient. A different catheter was used to complete the procedure.